Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who called back to discuss this case. The rep noted the hcp wants to remove the ins and lead and replace with new product. The rep identified another rep in at implant. As a result of what was reported, the call center recommended the two reps discuss to see if the ins was programmed on the short at the time of implant. It was also reviewed that the reps should see if impedances from the implant date are available to evaluate. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they couldn't feel stimulation/stimulation "wasn't working." The caller reported contact pair 0 & 3 were < 50 ohms. The patient was programmed on that pair when they left the hospital (implant surgery) with their most recent ins. The caller was with the patient to do further troubleshooting and the longevity estimate ran with 0 & 3 was 1-6 months. As a result of what was reported, the rep reprogrammed the patient so contacts 0 & 3 were not used in conjunction. The impedance issue was discovered on the date of initial report. The event date was listed as (B)(6) 2018; the issue was noticed shortly after implant. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). The cause of the stimulation/impedance issue was not determined and no additional actions/interventions were performed to resolve the issue. The explant/replacement surgery hasn't been scheduled yet; the ins will be returned once the procedure is performed. No further patient complications have been reported as a result of this event.